Event description:
It was reported that the patient's implantable pulse generator (ipg) experienced both undersensing and oversensing during non-sustained ventricular tachycardia (vt) events while hospitalized in the intensive care unit. The physician was concerned that the patient is having slow runs of ventricular tachycardia (vt) that the device was undersensing and pacing into the rhythm. Follow up indicated the patient's rhythm was unconfirmed and no intervention was taken. The implantable pulse generator (ipg) remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.